Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a burning sensation felt like a shock through the chest all the way through to the back when sending a transmission. Recommended immediate disuse of the reader. The reader will be replaced. The monitor remains in use. No patient complications have been reported as a result of this event.